Event description:
It has been reported that the bd vacutainer® ultratouch¿ push button blood collection set has been found experiencing two occurrences of needle retraction failure after use. The following has been provided by the initial reporter: it was reported facility experienced two wingsets with retraction issues. Email verbiage received: this morning, one of our team experienced two incidents of the needle not retracting after the button was audibly deployed. The affected lot # is 9009818.

Manufacturer narrative:
Investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd has initiated further investigation relating to this issue through a CAPA #891355 and potential causes have been identified. As a result, corrective actions have been established and are in the process of being implemented.

Manufacturer narrative:
There were multiple medical device types reported to be involved. The information for the additional device type is as follows: common device name: intravascular administration set. Medical device type: fpa. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the bd vacutainer® ultratouch¿ push button blood collection set has been found experiencing two occurrences of needle retraction failure after use. The following has been provided by the initial reporter: it was reported facility experienced two wingsets with retraction issues. Email verbiage received, this morning, one of our team experienced two incidents of the needle not retracting after the button was audibly deployed. The affected lot # is 9009818.